Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, two polyps were successfully removed using the snare; however, the nurse was burned on the knuckle of her left middle finger during cautery of a third polyp. It was reported that "the ring where the operator holds the snare" had caused the burn, but no medical intervention was required. The procedure was completed using another sensation micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but was reported to be between (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.